Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm on his insulin pump, after he was really sweaty while the insulin pump was in his pocket. It was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 240 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded express bolus, esc, act, down and up button on keypad traces. No button error alarm during testing. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.